Event description:
Customer claimed that spring in cvs all pro toothbrush popped out customer claims that spring are hard. Product was received in the mail and it was learned that the bristles were coming out.